Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent cgm signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while glucose values continued to display in the dexcom app, and the issue resolved after toggling the cgm type and restarting the ilet; the device problem was characterized as intermittent communication failure involving the electrical/magnetic subsystem and antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.